Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 (should be unmarked). Additional information added to field h6. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since the subject device was not returned to legal manufacturer, the reported event cannot be confirmed neither the condition of the device. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.